Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08lpt, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08lpt, implanted: 2013-(B)(6), product type lead, product ID neu_unknown_prog, product type programmer, physician, (B)(4).

Event description:
It was reported that after the patient was implanted they had an infection at the implantable neurostimulator (ins) site and lead in sertion. It was noted that the patient was on antibiotics for five weeks. It was noted that the antibiotics were stopped 2 days prior to the report and the patient¿s infection had cleared.